Event description:
It was reported that the button on the case was very hard to push, affecting ease of use. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.